Manufacturer narrative:
The technician removed the brake mechanism block and replaced two bushings to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes cannot lock. No injury reported.